Event description:
Additional information reported that, although the patient's implantable neurostimulator battery was "dead," the device turned on. The recharger reported the battery to be "full." No device parameters were available. The device was removed and replaced. There was no patient injury and the patient recovered without sequelae. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712, serial # (B)(4) determined no significant anomalies. The device was at end of service due to 3 overdischarges. Good, stable output was observed on all electrodes. The bit was reset to test output.

Event description:
It was reported that the pt lost stimulation. The implantable neurostimulator (ins) recharger and pt programmer showed that the battery was 75% full, yet displayed end-of-service (eos) message. The device erroneously displayed that the last recharge date was in (B)(6) 2000. The display later switched to a normal recharge screen showing that the ins was on then the stimulation turned on by itself and the pt was unable to turn it off with the pt programmer. An antenna locate followed by a physician mode recharger eventually turned the stimulation off. The pt did not remember any overdischarges or trickle charges in the past. The device was working fine until (B)(6). It was later reported that the pt planned to have the device removed sometime in (B)(6) 2011. Additional info has been requested, but was not available as of the date of this report.